Event description:
Head physician of the hospital, reported in the letter, spontaneous migration of lag screw into acetabulum. After insertion of the set screw motion of the lag screw should be limited, finally. Further description not legible.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.